Event description:
Additional information obtained identifies the reported phenomenon occurred before the procedure. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fan was working but, due to dust accumulation, the air was not properly exhausted. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source did not insufflate when connected to many instruments. This was discovered, during a procedure. There was no report of patient harm. The device was returned and evaluated; the fan was working. But due to duct accumulation; the air was not properly exhausted. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for the evaluation. And the customer allegation was not confirmed. Technical evaluation was performed and the fan was working, but the air was not properly exhausted; due to dust accumulation. Other findings; include a corroded connector, and the painting peeled off the top cover. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.